Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient was observed with phrenic nerve stimulation from the left ventricular (lv) lead. Lead polarity reprogramming was performed. The lv lead remains in use. The patient is a participant in the product surveillance registry (psr) study. No further patient complications have been reported as a result of this event.